Event description:
It was reported that during preventive maintenance the safety test failed. The bsc service technician powered on the ept-1000xpt rf ablation system without any issues. Then the technician attached the secutest siii a00 d00 safety tester to the ept-1000xp apm and during testing, a "leak current" error message displayed on the safety tester and shut down the system. Testing was unable to be completed due to this event. The facility had not reported any issues or error messages with this device.

Manufacturer narrative:
Device evaluation: visual inspection of the xp apm found that the main cable insulation was slit approximately three feet from the amp cable connector, exposing the internal insulated wires of the cable. The insulation of several of the internal wires was also damaged, partially exposing the conductor wires. No open connection errors were reported during testing. Tape residue was also noted on the enclosure of the device. The system passed protective earth leakage tests, patient leakage source current tests, and patient leakage sink current tests. All measured values were within specification and no failures were reported during testing. The leakage tests performed were repeated with the damaged xp apm cable touching the ground to determine whether this could have contributed to the reported complaint. It was noted during the patient leakage sink current tests that measured leakage current values were five microamperes higher when compared to test results when the damaged xp apm cable was not touching the ground. However, all measured values were still within specification and no failures were reported during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preventive maintenance the safety test failed. The bsc service technician powered on the ept-1000xpt rf ablation system without any issues. Then the technician attached the secutest siii a00 d00 safety tester to the "ept-1000xp" apm and during testing a"leak current" error message displayed on the safety tester and shut down the system. Testing was unable to be completed due to this event. The facility had not reported any issues or error messages with this device.